Event description:
Customer reported experiencing high blood glucose readings. Customer stated that he ate a cookie in the morning and his blood glucose readings were 570 mg/dl. Customer stated that he treated with a bolus. Customer also mentioned that he began traveling in the morning and his blood glucose readings went to 600 mg/dl. Customer's blood glucose reading at the time of the call was 595 mg/dl and has treated with a bolus. Customer reported symptoms of frequent urination and excessive thirst. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A small gap was noted in the tubing near the insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.